Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined. The account reported the patient was treated with 2 units packed red blood cells for bleeding. The event reportedly resolved. Bleeding is listed as an adverse event in the hm2 IFU that may be associated with the use of the hm2 lvas. The patient remains ongoing on vad support with no further related issues. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 7 months, 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 that the patient was admitted for major bleeding (unknown source). On (B)(6) 2019 the patient received 2 units of packed red blood cells (prbc) for hemoglobin level of 7.2. On (B)(6) 2019 another unit of prbc was given to the patient and observed having chronic anemia. No other alarms, malfunctions, or adverse events were noted.